Event description:
Reference number (B)(4). Event occurred in the qatar it was reported that the patient faced an event of leakage with an infusion set after using it for less than 24 hours. The infusion set leaked from the tubing. Patinet stated that the tubing came apart. There was no stress or pull on the infusion set tubing. The site of insertion was arm. In relation to the site, the pump was in the pocket and infusion set was on the arm same side. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: qatar.